Event description:
Customer states that the meter is not coming on and that when it does turn on it is sometimes missing segments. A review of the system was conducted over the phone. This review indicated that the display was missing segments. The customer was asked to return the meter for further evaluation and a replacement was provided.